Event description:
The user facility reported that the device slipped during the case. Additional information was obtained on 06/20/2008: the neuro-coordinator advised that the slippage condition occurred during surgery. The patient was prone; the doctor was screwing the posterior fossa; and possibly the force of the drill caused the top part of the patient's head to flex back (slip). The patient did not appear to sustain an injury, but there was some leakage of spinal fluid; which she informed could also have been due to the surgery itself. She further stated that the surgeon was very experienced, and did not feel user error was a consideration. The procedure was a craniotomy; excision of a posterior fossa tumor performed on the event date. The patient was a female.

Manufacturer narrative:
The device involved in the reported incident has been sent for evaluation. An investigation has been initiated based on the reported info.